Event description:
This ra lead was implanted on (B)(6) 2017 and was replaced and explanted on (B)(6) 2018 due to dislodgement. No known physician and facility. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).